Manufacturer narrative:
The actual product involved with the incident reported has not been received. Method: the actual product involved with the incident reported has not been received; results/conclusions: the actual device has not been received. No product eval can be performed at this time . Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialities puerto rico inc requirements throughout the incoming, mfg and the final inspection processes. No inventory available from the same finished foods lot reported. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batch used in the mfg of the lot reviewed. Supplier confirmed that no ncr's were generated as part of the mfg process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4); item number scmd2b409 - 2fs-2 3-0 undyd monoderm 30x30; finished good lot number - mbnh570.

Event description:
It was reported that during an unk procedure, the needle broke. It was not reported how was the procedure completed. It was not reported if there was an adverse consequence to the pt. One device will be returned for eval. No adverse pt consequences. (B)(4).